Manufacturer narrative:
The exact event date was not available, therefore the date 05/20/2024 was used as estimate.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues; therefore, a revision surgery is planned. There were no patient complications reported.